Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. Corrections to e2, e3 and g2. The customer confirmed the device was reprocessing according to the instructions for use prior to sending the device for repair. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section: -inspection of the instrument channel and forceps elevator. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cleaning brush was caught on the duodenovideoscope suction channel during preparation for use. An unspecified diagnostic procedure was completed using a similar device without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: forceps could not be inserted due to the clogged channel tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found forceps could not be inserted due to the clogged channel tube. There was foreign material from the distal end due to the clogged biopsy channel. The angulation in the up direction was out of standard due to the worn angle wire. The waterproof failure due to the broken suction cylinder. The charged-coupled device lens was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.